Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, at 11:00 am, the patient was on his working area when he felt lightheaded and passed out. His workmate found him on the floor unconscious and called for an ambulance. The paramedics took a bg reading which was 37 mg/dl and the cgm reading was 150 mg/dl. He was taken to the emergency room. While at the hospital, they made him drink some orange juice and intravenous medication. He cannot recall all the details since he was not feeling well. The patient was discharged later that evening. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.